Event description:
The patient experienced no stimulation. She had been recharging more frequently since being implanted with a enterra neurostimulator (ins). She used to charge once a month, then every 2 weeks, and now every several days. Her stimulation was not as intense as before the enterra implant. Her ins discharged. She used to charge the ins when it got down to 25-50% and with 8 bars which would take her 1 hour to fully charge. Now she gets 6-8 bars. The battery does not fill in and does not progress after a couple of hours. She was unable to adjust stimulation. A power on reset (por) occurred. The icons "call your doctor" and "charge your ins battery now" displayed. The por was cleared by pressing the navigation key. It was later reported that she was lucky to get 4-6 bars while recharging. The ins would not take a charge. It would flash between 0 and 25% after 3 hours of charging. The restore was "a miracle" for her until the enterra was implanted. She is a thin patient and the ins's were implanted "almost on top of each other". The restore was implanted on her left hip above the buttock and the enterra on the left side of her abdomen about 2 inches below her rib cage. The company representative confirmed that the por message appeared while recharging. The por was unable to be cleared and the ins was unable to be interrogated due to the ins being depleted. The patient was scheduled for an appointment but missed it. Additional information has been requested from the hcp.

Manufacturer narrative:
(B) (4).